Event description:
During a gamma nail placement, the surgeon was using a lag screw reamer. The pt had very dense bone and the surgeon used add'l pressure to push the reamer through the pt's bone. The reamer and guide wire were removed and char was noted on the tip of both and smoke was seen coming from the end of the reamer. No broken pieces noted and the procedure continued without further incident. Both reamer and guide wire were requested.